Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen was intermittently unresponsive. As a result the customer was unable to bolus. Customer's blood glucose reached 203 mg/dl. Reportedly, the customer performed troubleshooting with tandem technical support (cts) and the pump touchscreen was responding to the customer's touch. The customer declined further assistance with cts.

Manufacturer narrative:
Customer also reported that due to unresponsive touchscreen issue, customer had been inputting a bg/carb value that was off by 1 point (ie 41 instead of 40 or 119 instead of 120). Customer did not recall bg values when this occurred.